Manufacturer narrative:
Title: orbital atherectomy of severely calcified unprotected left main coronary artery disease: one-year outcomes authors: michael s. Lee, evan shlofmitz, kyung woo park, alec goldberg, allen jeremias, richard shlofmitz journal: journal of invasive cardiology issue: volume 30 - issue 7 - july, 2018 ;270-274 year:2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal article that in a study which analyzed the clinical outcomes of patients who had undergone orbital atherectomy and stenting of severely calcified unprotected left main coronary artery disease, that integrity bms and resolute integrity zes were implanted in the patient population. Clinical outcomes reported at 1 month and 1 year included cardiac and non cardiac death, myocardial infarction and target lesion revascularization. Two cases of dissection and one case of barc bleeding occurred during the procedure.